Manufacturer narrative:
The device lot is unknown and the implants are not available for investigation. No x-ray supplied.

Event description:
After overload during physio therapist actions which lead into screw loosening of must pedicle screws on the most cranial level on l2 r and l, a prolongation was necessary to perform, up to th10. Implants used for revision surgery are must, screwfix, mectalif posterior. No additional information available.